Manufacturer narrative:
This report has been identified as b. Braun medical. Internal report number (B)(4). Event 2: the complaint is under evaluation. A follow-up report will be provided after the examination results are available.

Event description:
As reported by the user facility: event 2 event description:could not get an 025 wire (and they mentioned 018" as well) through the endhole of the catheters on several different occasions. Also, the doctor said he tried using an .025" tip delecting wire and it wouldn't go to the endhole even. He said it stopped a good amount before the endhole (1cm?) And definitely wouldn't go through so he wasn't able to deflect the tip of the catheter.

Manufacturer narrative:
Event 2: this report has been identified as b. Braun medical internal report number (B)(4). No sample and/or lot number were provided. Further investigation of the complaint is not possible without a sample and/or lot number. The actual defective device is valuable tool in investigating the cause of this incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.